Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis indicated that the connector pin/tip was bent on the desktop charger.

Event description:
Information was received from a patient¿s friend/family member regarding a patient who was implanted with a neurostimulator for parkinson¿s dual and movement disorders. It was reported that the patient¿s connector pin was bent and the patient was at zero charge. The patient was unable to comprehend this on his own which was why the patient¿s friend/family member called. No patient symptoms were reported. If additional information is received, a follow-up report will be submitted.